Event description:
A malfunction was reported on the pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a correction bolus via the pump. The customer continued to use the pump for insulin therapy.